Event description:
It was reported that the customer had high blood glucose levels of 606 mg/dl. The customer was hospitalized for uncontrolled high blood glucose levels on (B)(6) 2014. The customer reported that the buttons of the insulin pump were unresponsive. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 3004209178-2015-82929 for additional information.